Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical defects noted on the device. During analysis, error code 41171 was found in the event log and manufacturing utility (mu). Multiple entries were found in the event log which requires the printed wire assembly (pwa) board to be changed due to software timing issues. Service will replace the pwa board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited red screen and error code 41171. No reported adverse effects.